Manufacturer narrative:
A medical record review was performed on the patient's treatment data sheets and medical information provided. A large drain volume was recorded in drain 1. There was no patient symptoms or an adverse event associated with this reported large drain volume. The device is currently undergoing evaluation.

Event description:
Patient reports setting the cycler up with three 5000 ml and one 2500 ml solution bags and then the ccpd treatment was started. Drain0: 2134 ml. Fill 1: 2700 ml, drain 1: 7826 ml, fill 2: 2495 ml, drain 2: 3270, fill 3: 2570 ml, drain 3:2922 ml, fill 4: 2696 ml and the treatment was stopped. Patient called tech support due to having drain issues with no alarms. Patient stated he was stuck in drain 4 of 6 with a total ultrafiltration (uf) of 6253 ml. Patient denied pain or discomfort and stated the fluid was not in him. Patient thinks the cycler was draining solution from the solution bags and registering it as a drain. Patient did a manual drain after disconnecting and had no drain. Patient had no information regarding the fluid remaining in the solution bags. Patient's pd nurse stated patient had no adverse effects as a result.